Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information. The sureform 30 stapler instrument jaws were not stuck on the tissue. The instrument jaws were successfully opened intraoperatively. There was no adverse effect to the tissue grasped. There was no unexpected tissue removal. Isi did receive the da vinci product with an alleged issue to perform failure analysis. Advanced investigation is performed. Initial findings were confirmed. The procedure logs were reviewed and confirmed that there was a tissue too thick to continue firing failure on the only install of this instrument in the procedure. There were no clamping or unclamping failures per the logs. The instrument was manually articulated through all axes and no issues were detected. The instrument jaws open and close as expected. The housing was removed and cables were confirmed to have adequate tension. The instrument driver was extended without issue. The jaws were free of obstructions and debris. The partial fire was not replicated through in-house testing, but was confirmed to have occurred in the field.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument reported issue could not be replicated during in-house testing. The instrument was installed on the in-house system and passed initialization (engagement and recognition), intuitive motion test and reload recognition during the process. The instrument was found to have a firing failure based on log review but was not replicated through in-house testing. The logs showed the firing status as ¿tissue too thick to continue¿ message during log review. The instrument was successfully fired with no issue during in-house testing.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 30 stapler was difficult to open. The user was completing the procedure as planned using a backup sureform 30 stapler with no further issue reported. No known impact or patient consequence was reported.